Event description:
The customer reported that while in patient use the driver stopped. The ventilator alarmed appropriately when the driver stopped so they were able to attend to the baby. They were not able to get the driver to start again so they took the patient off, manually ventilated and placed on a conventional ventilator for four hours until another 3100a was available. Increase in pc02 on abg. No patient compromise.

Manufacturer narrative:
(B)(4). The third party servicing company evaluated the ventilator and was unable to duplicate the reported complaint. The ventilator passed the safety performance inspection. (B)(4).